Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Device was monitored and no unexpected powering off or blank display noted. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the changed battery and the pump was not turning on. It was reported that the customer was high. It was reported that the display was flashing white. The troubleshooting was performed and was advised to insert battery and display did not return after pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.